Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation was observed to be peeled/detached from the tip to the center of the cold jaw, exposing the inner metal component. The heater wire was slightly flexed away at the center of the hot jaw. The heater wire remained in attached at the tip and base of the jaws. Based on the returned condition of the device the complaint was confirmed for the reported failure mode ¿peeled jaw¿ and the analyzed failure mode "material twisted/bent; wire". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone covering pulled away from the jaws when assembling the kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone covering pulled away from the jaws when assembling the kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.